Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported getting poor communication on the programmer. The patient checked the implantable neurostimulator (ins) last week and it still showed half charge. Stimulation went out, so the patient checked the ins and stimulation was off but still had a charge. The patient successfully charged the ins, but stimulation was still off and they were in agony. The patient was able to communicate with the implant with the ins recharger and used the antenna. Securing and then unplugging the antenna did not resolve the issue. It was later noted that the patient did not have the ins recharger to check the ins. The programmer had no telemetry with or without the antenna. The patient experienced a return of symptoms. A replacement programmer was sent to the patient and additional information indicated the patient received the replacement and was able to turn stimulation on. The ins was indicated for radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.